Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device except one complaint which prompted the initiation of this MDR. Device return requested for further evaluation.

Event description:
On (B)(6). 2023, infutronix received a report that a pump had a system error, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The device was returned for evaluation.